Manufacturer narrative:
The reported complaint of " not administering meds " was not confirmed. The pump does meet the passing criteria. The pump was received without a battery door, so it is hard to identify the issue without the battery door for the "replacement battery door" complaint.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
The building service coordinator reported an issue with "not administering meds" and required a replacement for the battery door. No patient injury was reported. Medication being infused is unknown. No further information was provided as of the date of this report.